Event description:
Caller reported an alarm 2 followed by alarm 26. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to perform several steps, including disconnecting tubing from the site, tightening t:lock, delivering boluses, and finally loading a new cartridge. After successful completion of the bolus, customer was advised to replace supplies as necessary and resume insulin therapy.